Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:05:41. During night drain cycle eight, the patient's ultrafiltration reading was 1062ml, indicating the home patient (hp) drained 802ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed that the cycle 8 received a partial fill. The cycle 8 drain was completed on (B)(4) 2011 at 06:11:35, and the user's actual drain volume during cycle 3 was 2100 ml. The actual drain volume of 2100 ml is 144.8% of largest prescribed fill volume (lpfv) of 1450 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.